Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the atrial channel, resulting in inappropriate atrial tachy response (atr) episodes. Additionally, atrial intrinsic amplitude was noted to be out of range and technical services (ts) discussed that the right atrial automatic threshold (raat) test has not been successful since this device was implanted. Lead parameters were noted to be within range. Ts recommended further review. No adverse patient effects were reported. This device remains in service.